Manufacturer narrative:
The CAPA process identified complaints not being created for quality issues found during third party servicing. Based on a review of records impacted by the identified issue, it was determined that this record needed to be corrected and is now being submitted accordingly.

Event description:
A device was returned to a third-party service center in relation to the voluntary field safety notice and recall notification involving the sound abatement foam used in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation, the service center conducted a visual inspection and observed evidence of foam degradation, including the presence of dust within the device. The device powered on successfully, and airflow functionality was verified. The device's downloaded logs were reviewed by the third-party service center. There were two error codes found, and secondary findings were observed. The third-party service center reported that they could not confirm the customer's allegation. However, they confirmed visible foam degradation and dust within the device. The unit was scrapped.